Manufacturer narrative:
(B)(4). The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's parent reported via phone call that they experienced a high blood glucose level over 523 mg/dl. The customer was reported having blood glucose levels above 500 mg/dl. The customer's parent reported no symptoms. The customer's parent reported that they treated for the high blood glucose level with manual injections. The customer's parent did troubleshoot the issues and found the high-pressure test failed. The insulin pump will be returned for analysis.